Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 234 mg/dl. Upon troubleshooting, it was found that insulin did exit from the tubing during a fixed prime. Advised to change the entire infusion set. The customer stated that the infusion set had a bent cannula. Advised that the insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.